Event description:
It was reported that the pt experienced a shocking/jolting sensation that began about (B)(6) ago. The sensation starts in the legs and travels down to the feet, causing a numbing sensation afterward. The pt turned the implantable neurostimulator (ins) off and no longer felt the sensation. It was unk if the sensation was related to the ins. There was no known related incident or accident reported. The pt had a fall in (B)(6) 2011, after which pt's ins, that was implanted at the time, was removed and replaced (see MFR report #3004209178-2010-10317). The pt's status was noted to be "fair." Add'l info was requested but not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).